Event description:
Complainant alleged that during the medics' transport of a conscious patient (age and gender unknown), the patient's heart rhythm was being monitored with the device. The medics reported that during the event, the device indicated that the patient was presenting a normal sinus rhythm, but then indicated that the patient was presenting a ventricular tachycardia heart rhythm and then would go back to indicating a normal sinus rhythm. The medics then obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse affect to the patient as a result of the reported malfunction. The complainant indicated that the facility is unable to supply a patient algorithm report of the event, as the medics failed to print a summary ECG report of the event.